Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a perforation occurred. The 80% stenosed lesion being treated was located in the mildly tortuous, moderately calcified mid left anterior descending artery (lad). The lesion was not predilated. The physician deployed a 3.50x16mm taxus liberte stent at 16atm. The lesion was post dilated with the stent delivery balloon at 8 atm. A perforation occurred during the second inflation, at 8 atm. The physician used a 3.5x20mm non-bsc balloon, at multiple low pressure inflations, until the perforation sealed. Patient status reported as "ok". The physician reported none of the devices used caused or contributed to the perforation. It was reported the physician felt the perforation was due to over post dilating verus device performance.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.